Event description:
It was reported that the health care professional (hcp) called technical services (ts) requesting assistance with programming this pacemaker system into magnetic resonance imaging (MRI) protection mode. Ts reviewed the device settings and stored data. Upon review, right ventricular (rv) lead undersensing was observed. Ts advised the hcp to contact the local field representative for further assessment. At this time, the pacemaker system and rv lead remain in service. No adverse patient effects were made.